Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 362 (mg/dl) for a couple of days. Customer administered correction boluses to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.